Manufacturer narrative:
Based on the available information, the root cause of the event was most likely due to patient factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to degeneration, severe aortic stenosis, and moderate aortic paravalvular regurgitation. A 23mm transcatheter valve was successfully implanted. Post deployment tte showed no central al and no pvl. The patient was discharged home in stable condition.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 15 years, 7 months due to unknown reasons. A 23mm transcatheter valve was implanted. No additional details were provided.